Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. After troubleshooting, the stm found the o-ring on the quick disconnect fitting was damaged. The o-ring was replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen displayed an empty helium tank. The tank was empty and replaced with a new, full helium tank. The next day, that helium tank was empty. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen displayed an empty helium tank. The tank was empty and replaced with a new, full helium tank. The next day, that helium tank was empty. There was no patient involvement, and no adverse event reported.